Event description:
It was reported that pt mentioned 'something was replaced' for their abbott scs during their pump replacement. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).